Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion with heavy calcification in the distal left anterior descending (lad) coronary artery. The ht advance lite guide wire was advanced with twisting and drilling [resistance], but could not cross the lesion due to the anatomy. When the guide wire was removed from the patient anatomy it was noted that the tip was stretched and separated; however, it was still connected at one part. Another device was used to complete the procedure successfully. The patient is doing well. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stretched coils and the reported detachment were able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device (twisting and drilling) resulted in the reported/noted multiple device damages (stretched/bent coils, bent/twisted core) and ultimately resulted in the reported/noted core and coil detachments. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.